Event description:
It was reported that the user experienced repeated infusion set issues with the ilet, including sets deployed incorrectly or disconnected at the connector and adhesive not adhering, leading to very high glucose readings on the device. Replacement infusion sets, cartridges, and an additional charger were provided as goodwill, and the user was in a hospital for reasons unrelated to the ilet. Symptoms included hyperglycemia peaking at 400 mg/dl. Outcomes included no device-related injury reported. Investigation included complaint intake review and assessment of product use and deployment. Investigation of this case revealed user handling errors during insertion and connection as the likely contributors to infusion failure and hyperglycemia, with the device itself not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application and connection.